Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, high capture threshold, high pacing impedance and failure to retract and extend the helix was observed on the right ventricular lead. The lead was not implanted; another lead was implanted. It was noted that the patient did not experience any adverse consequence.

Manufacturer narrative:
Analysis was normal. No anomalies were found.